Manufacturer narrative:
(B)(4). The device has an anti-backup mechanism preventing the jaws being released to open until the minimum clip gap is achieved. The minimum clip gap would close the clip down almost completely. Based on experience the only way to get a clip exhibiting that much of a ballooned shape from this device, the firing stroke would have to be stopped early in the stroke and the firing trigger pulled open.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips was malformed in the shape of a pear. The same device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Only one malformed clip was received. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. As the device was not received. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.